Event description:
It was reported by the customer that the pyxis medstation es system drawers were not detected on the bus. The customer reported that they have used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies had failed. A field service engineer replaced the ribbon cable for the row board, reconnected all cable connections at the rear of auxiliary drawer, and replaced the cubies before powering up the station. The device functioned as intended after the field service engineer troubleshooted the device.